Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping enhanced meter was reading inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made on behalf of medical surveillance. The patient reported that ¿one month¿ prior to contacting lfs she obtained a result of ¿in the 7mmol/l range¿ on the subject, which she felt was inaccurately high in comparison to a result ¿in the 5mmol/l range¿, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with an insulin pump and administered her usual dose of insulin via the pump in response to the alleged issue. The patient reported that ¿moments after¿ the meter issue occurred she developed symptoms of ¿shaky, sweaty and hungry¿ which she associated with low blood glucose and stated that she self-treated with glucose tablets and fruit juice. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient followed the correct testing procedure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.